Event description:
It was reported that the surgeon was preparing a pedicle to implant a screw when the tip of the tap broke. The patient had extremely hard bone at this level. The surgeon tried to use a larger tap but the broken fragment was in the pedicle which prevented from implanting a screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the tip breakage was confirmed upon visual inspection of the device. Manufacturing files were reviewed and no anomalies were found. Conclusion: the instrument was reported to have been used about 20 times, however the bone quality of the patient was unknown so the root cause is not determined and multifactorial.

Event description:
It was reported that the surgeon was preparing a pedicle to implant a screw when the tip of the tap broke. The patient had extremely hard bone at this level. The surgeon tried to use a larger tap but the broken fragment was in the pedicle which prevented from implanting a screw.